Event description:
It was reported that stored egms revealed oversensed noise on the atrial and ventricular leads which led to inappropriate diagnosis. No therapies were delivered. Fracture was suspected. The leads were capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.